Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See medwatch report # 3004209178-2010-81908.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 63 mg/dl. Also, it was reported that the insulin pump alarmed no delivery several times. The infusion set was changed and short after the customer was crying with pain. The mother stated that the reservoir was empty and the plunger of the pump had moved completely. No further information was provided.